Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10295. It was further reported that two 4.00 x 38 synergy¿ drug-eluting stents were used in the same patient at some point during the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Strut row segment 1-7 from the distal end of the stent were damaged and bunched. The remainder of the stent was damaged. The crimped stent outer diameter (od) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 96% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilation, a 4.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.